Event description:
The device wsa returned from customer for service. During service by baxter technician, the device displayed failure code 812:02. The hospital representative stated they have no record of any patient incident involving the pump since the last baxter service event.

Manufacturer narrative:
Evaluation was completed and the customer's reported condition of the failure code 812:02 was confirmed. During inspection of the device, the pump head module revealed a loose gearbox in the pump head module. Incorrect movement by the gearbox would not allow normal rotation of the shuttle motor causing the intermittent 812:02 failure.